Event description:
It was reported that a physician implanted an x-stop device into a patient. The patient inquired as to "why it is not working." No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.